Manufacturer narrative:
The insulin pump was received with normal operating currents but a compromised force sensor system error alarm occurred during the basic occlusion test due to a loose/protruded drive support disk. The device was unable to undergo the occlusion, prime, and excessive no delivery tests due to the compromised force sensor system error alarm. No brown color on the battery compartment was found during visual inspection. The following physical damage was also noted: cracked casing at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, and a broken belt clip slot. (B)(4).

Event description:
The customer reported via phone call that her blood glucose has been high and that there was a brown spot at the bottom of her insulin pump's battery cap. The wires were brown as well. Her blood glucose at the time of incident was 319 mg/dl. She experienced nausea, vomiting, and tingling sensations in her fingers as a result. The customer treated with manual insulin injections. Troubleshooting was initiated to inspect the pump for damage and functionality. There were no apparent anomalies or defects with the pump other than the brown spot on the battery cap bottom. A high pressure test was also performed and the device passed. Additionally, the customer mentioned that her blood glucose exceeded 400 mg/dl a few days ago. She was prescribed steroids for an adrenal deficiency that she has had for the past thirty years. The insulin pump was returned for analysis and a replacement device was shipped to the customer.